Event description:
It was reported that the patient kept getting abscesses at the neck incision site. The abscesses were treated with antibiotics. However, if needed, they planned to excise the abscess and incision scar as well as implant the lead wires deeper, or explant the system. They doctor believed that the cause of the abscess was either a stitch abscess or the lead wires being too close to the skin. The device history records of the patient's lead and generator were reviewed. Sterilization of both products were verified. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date

Event description:
It was reported that the patient had become more stable and would not have their device removed (in relation to the abscesses). No further relevant information has been received to date.

Event description:
It was reported that the patient's vns was explanted. Clinic notes were received from the explant surgery and it was noted that the infection started within 3 months of implant, where the patient presented with drainage at the neck site. It would stop draining and heal while on oral antibiotics but would resume when antibiotics were stopped. A washout was finally performed in (B)(6) 2018 but it did not change anything. The patient was referred for surgery and the neck site was draining and there was redness along the vns wire. During the explant surgery, granulation tissue was observed at the neck site. Pus was found under the insulation of the lead. And the lead insulation was abraded/fractured open in 2 areas. The patient's family had apparently been told at the last generator replacement that the lead was nicked. Impedance 3 months prior to explant was within normal limits. The abraded/fractured lead is captured in MFR report #1644487-2021-00307. The lead and generator were explanted. No further relevant information has been received to date.